Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history review (DHR was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the device had a screw mount on the left plunger case was broken. The pump event history showed a check clutch/ travel reverse error in the error history log (ehl). The evaluation was performed, and the reported issue was not duplicated, after multiple flow and occlusion tests. Based on the ehl, the customer's reported issue of check clutch, plunger error was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion. The root cause of the reported issue was unable to be determined. The technician replaced damaged left plunger case and calibrated pump as part of the preventive maintenance (pm) procedure. Performed function and delivery tests which passed.

Event description:
It was reported that a travel reverse error was observed. No patient injury was reported.